Manufacturer narrative:
The instrument was returned to manufacturer for evaluation. The visual macroscopic exam confirmed the breakage of the pin. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the instrument broke in the patient during the procedure. The broken piece remains in the implanted device. No patient complications were reported.